Event description:
A customer reported difficulties with the charging port, as it was hard to plug in and required movement to recognize the cord. There was no adverse impact to the customer's blood glucose level. The customer declined any follow-up with technical support at that time, and no further actions or outcomes were reported.